Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg) tube placement. On an unknown date while hospitalized for the peg tube placement, the patient received antibiotic zinacef 750 mg x 3 post peg procedure. On an unknown date, the patient presented severe abdominal spasms, low grade fever (37.5 celsius), and vomiting. Per gastroenterologist and surgeon including radiography results, the patient was diagnosed with aspiration pneumonia due to probable vomiting during the tube placement procedure. The patient's antibiotics were changed from zinacef to sovetan 1gm x 3 and dalacin x 4. The patient also received two suppositories with no effect; therefore, a vertical enema took place and analgesic apotel was administered. At the time of the report, the patient's clinical picture had improved and was expected to be discharged from the hospital.